Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number:1627487-2022-01445. It was reported the patient experienced a fall and landed on their incision site. Diagnostics completed indicate impedances were in normal range. As a result, the physician cleared out the incision site and took cultures. No product explanted.